Event description:
It was reported that this patient exhibited right ventricular (rv) loss of capture and a large hematoma five days after initial implant of a single chamber pacemaker system. There were no issues observed during a device check performed the night before. The patient was indicated to have been continuously hospitalized since the system implant procedure due to covid. The patient was noted to have an intrinsic heart rate in the 50 beats per minute range and to not be pace therapy dependent. The rv lead was successfully surgically repositioned the next day in the mid-septum area of the heart. The patient was indicated to still be hospitalized with covid. The rv lead remains in-service. No additional adverse patient effects were reported.